Event description:
It was reported that a m.blue plus (#fx824t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years. Height: 95 cm. Weight: 20 kg. Gender: male.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damages were determined. Permeability test: a permeability test has indicated that the m.blue valve has a blockage and and the progav 2.0 is permeable. Computer control test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer control testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the m.blue valve is not permeable, a computer control test is not possible. The results show that the progav 2.0 is operating within the accepted tolerance in the horizontal position. Adjustment test: both valves were tested and are not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake functions are operational. However, the braking forces cannot be measured due to the non-adjustability of the valves. Internal inspection : after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine a blockage in the shunt system and a non- adjustability of boths valves. The determined deposits can be named as the cause for the blockage and the adjustment difficulties. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.